Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31618292l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during the latter half of a cardiac ablation procedure with an octaray catheter, the patient experienced blood pressure decrease/pericardial effusion treated with drainage. The blood pressure decreased in the latter half of the procedure. Pericardial effusion was observed, and drainage was performed. Blood pressure recovered with the drainage and the patient status improved. No extension of hospitalization was required. The physician¿s opinion on the cause of this adverse event was procedure related. The relevant tests/laboratory data showed hemoglobin was relatively low. Activated clotting time (act) was 300 seconds over. One catheter exchange occurred during the procedure. One transseptal puncture site was performed during the procedure. The delivered energy was pfa (pulsed field ablation).